Manufacturer narrative:
No product was provided for analysis, nor were any pictures provided by the customer. Customer provided multiple lot and could not confirm which lot was used during procedure and had malfunction. There was blood loss reported, however no surgical or medial intervention required. The procedure was completed successfully. DHR review is not possible as lot number is unknown. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. No corrections or corrective actions will be taken. Device was not returned for analysis. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that hemostatic valve failed immediately after insertion causing bleed back requiring opening of a new sheath for impella placement. There was blood loss reported but no medical or surgical intervention required. Patient outcome is stable. Device discarded by customer .no additional information reported.